Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during maintenance, the oxygen (o2) sensor in a 980 ventilator failed calibration and generated a diagnostic error message. The service engineer (se) replaced the o2 cell. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the o2 sensor exceeding service life. If information is provided in the future, a supplemental report will be issued.